Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA pr 5560509. The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. The sample was not available for evaluation and no photos provided. Reported defect cannot be verified. No deviations, failures, or nonconformities were documented in the batch record for the lot or the baxject iii device sublot tatb050b. A review of the monthly report (mar 2025) for advate bjiii was also performed relative to the subcategory "reconstitution difficulty". The complaint rate for 2025 is approximately 0.00084% compared to 2024 (0.00561%) and 2023 (0.00388%). D2a: procode: baxject iii is an integral device constituent of the advate combination product and is not marketed or regulated as a standalone medical device. The FDA emdr system requires selection of a product code; therefore, product code lhi was selected based on the device's reconstitution function and historical baxject product family. Baxject iii does not have an independent FDA device product code.

Event description:
Report received from takeda medical information on 29jan2025: case entered by ppd pqc intake team team due to pqc rpa bot outage. Per email, "we purchased several vials from biocare one of the vials was defective no matter how hard we tried we could not get it to activate or reconstitute. Who do I contact for a refund?? How do I proceed with this ? I have the box and the item in question. Lot# tatb050b exp 8/22/26 s/n (B)(6) iu 1046" there are no further details to provide at this time. Inquiry addressed.